Manufacturer narrative:
This ipg serial number is included in a field advisory. This MDR is being submitted past the thirty-day reporting requirement as part of an additional retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2011. It was reported that the patient received ineffective stimulation coverage. Reprogramming did not resolve the issue. The patient's system was explanted on (B)(6) 2011. No further patient complications were reported.